Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 160 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. Sensor glucose and blood glucose difference 80. The blood glucose was 225 mg/dl and high blood glucose was treated high with bolus. Customer stated there was one time the 190 mg/dl and when checked my it was 290 mg/dl something. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 80 mg/dl and threshold and low suspend limit in sensor settings was 80 mg/dl. The device will be returned for analysis.